Event description:
It was reported that the procedure was to treat a heavily tortuous and heavily calcified mid left anterior descending artery. A 3.0 x 15 mm xience prime stent delivery system was being advanced to the lesion; however, it could not cross. During removal there was resistance felt with the vessel and the stent was deployed in healthy tissue. The procedure was successfully completed with another xience prime stent. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The failure to advance and difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.